Manufacturer narrative:
The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor had a posterior capsule tear in the left eye of the patient. Doctor did not notice the tear until she was removing the cortex and was not sure when tear occurred or what was the cause. Case was reviewed with the md (doctor of medicine) and md stated that patient had consistent force errors during incision confirmation but did not break suction. Md reflected that doctor should have rescanned prior to engaging the laser and stabilized the patient. Since incident, surgeon has not experienced any additional complications. No further information was provided.